Event description:
It was reported by the patient that the previously working remote monitor would not turn on. Troubleshooting steps were taken to no avail. The return and replacement of the monitor are pending. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the previously working remote monitor will not turn on. Troubleshooting steps were taken to no avail. The monitor was returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The analysis results were further reviewed. These test results meet the specification for the power supply (<(><<)>11.5vdc). The input range for the monitor is 6-9vdc. Under load, when connected to the monitor, the power supply voltage decreases. A loaded test was not performed and therefore it is unknown if the loaded voltage of these supplies is in the operating range. However, the supplies show no evidence of malfunction and meet the power supply specification. It is highly unlikely that these supplies caused the reported failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis found that the power supply output was out of specification. The monitor is unable to power up with the returned power supply. It was also noted that a component on the printed circuit board was out of specification, further contributing to the monitor not being able to power up.